Manufacturer narrative:
Qc material has been running close to the established mean. Service was not dispatched a root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous low glucose module (glum) critical rerun result generated by unicel dxc 600 pro chemistry analyzer. The initial sample result of 111 mg/dl was repeated with the critical rerun feature and obtained an erroneous result of 56 mg/dl. The erroneous result was reported out of the laboratory. The original sample was rerun and a result of 110 mg/dl was obtained. Amended report was initiated. Patient treatment was not impacted by this event.